Event description:
It was reported that there were missing data from the reports on the insulin pump. There was memory issue on the insulin pump which randomly purges data. No further information provided.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump was downloaded properly to care link. However, several displayable history check failed on start up alarms were found at the alarm history file. Displayable history check failed on start up alarms due to a corrupted history file. No data was found at the care link report due to displayable history check failed on start up alarms. Insulin pump received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.